Event description:
During a stent assisted coil embolization procedure of an aneurysm in the left middle cerebral artery (mca), the physician delivered and partially deployed a stent at the target lesion. It was reported that during implanting of the third coil (subject device), the coil could not be pushed into the lumen of the aneurysm. The physician observed the coil became ¿wave shape¿ and decided to withdraw it. When the coil was withdrawn, it detached itself leaving part of the coil still out of the lumen of the aneurysm. The physician then fully deployed the stent to hold the coil in place and successfully completed the procedure. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) review of the reported lot number confirmed that the device met all material, assembly and performance specifications. Only the delivery wire was returned for analysis. Visual and microscopic inspection of the returned delivery wire found that the proximal contact and delivery wire were kinked, and the delivery wire was damaged. The delivery wire detachment zone was inspected and the main coil appeared to have been electrolytically detached. Additional information provided stated there were no anomalies noted to the device prior to use and indicated the coil was advanced against resistance. Based on the information provided and investigation results, the reported event and observed damages were likely due to procedural factors which limited the performance of the device. Based on the information available and analysis of the returned device, an assignable cause of operational context was assigned to this investigation.

Event description:
During a stent assisted coil embolization procedure of an aneurysm in the left middle cerebral artery (mca), the physician delivered and partially deployed a stent at the target lesion. It was reported that during implanting of the third coil (subject device), the coil could not be pushed into the lumen of the aneurysm. The physician observed the coil became ¿wave shape¿ and decided to withdraw it. When the coil was withdrawn, it detached itself leaving part of the coil still out of the lumen of the aneurysm. The physician then fully deployed the stent to hold the coil in place and successfully completed the procedure. There was no clinical consequence to the patient.